Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300 mg/dl range. Reportedly, the customer did not bolus enough for the amount of food eaten. The customer administered a bolus to address bg.